Event description:
A 77-year-old female with a history of coronary artery disease underwent high-risk percutaneous coronary intervention, which was complicated by the development of biventricular cardiogenic shock. In response, the heart team elected to implant impella cp for left-sided mechanical circulatory support and impella rp flex for right-sided mechanical circulatory support, establishing bipella support. During support, the automated impella controller (aic) intermittently displayed a placement signal not reliable (psnr) alarm for the impella rp flex. Despite the alarm, the patient remained hemodynamically stable. There were no reported interruptions in mechanical support. The clinical team utilized standard hemodynamic monitoring to guide ongoing care. The patient remained on bipella support for 2 days, during which time she exhibited stable hemodynamics and tolerated gradual weaning of support. Both devices were eventually: successfully weaned, and removed without complication. During bipella support with rp flex and cp, the placement signal unreliable alarm popped up off and on. No patient consequence was noted in the case nor complaint and patient was successfully weaned off of both pumps. This is considered a reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.